Event description:
Approximately 26 day(s) post-operative of a left tha, the patient was was treated for infection. The patient had s/p irrigation and debridement of left hip and stated pain and function were improving. The device(s) remain implanted, and the outcome of this event is resolved.

Manufacturer narrative:
(D10) concomitant device(s): 170-32-93 - biolox delta femoral head 32mm od, -3.5mm: 6966445. 190-31-05 - alt ha s clr ext sz 5: 6118597.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.